Event description:
It was reported that the balloon ruptured.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted no damage or rupture on the catheter balloon, as it was still intact. On the contrary, the catheter was observed to have torn at the bifurcation area, resulting in water leakage. The returned catheter was not able to inflate and functioned as intended. Therefore, this probably gives an idea of balloon rupture to the customer since the balloon could not be inflated due to water leak. The potential root cause for this failure mode could be user related (eg: rough handling of device during use). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured.